Manufacturer narrative:
Concomitant medical products. Model: d314drg, ICD; implanted: (B)(6) 2014 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with impedance variation, increased sensing integrity counter (sic), potential t-wave oversensing (twos), and high thresholds. Additionally, it was noted that the patients rate was falling below the implantable cardioverter defibrillator (ICD) programmed lower rate. Intervention was completed with the lead being capped and replaced, and the ICD was extracted and replaced. No patient complications have been reported as a result of this event.